Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that a patient developed a rash that used to have open sores. The patient's physician recommended over the counter medication and the patient began using (B)(6) lotion. Follow up with the patient indicated that the rash worsened and the patient was scheduled to receive an ICD. The final medical outcome is unknown.